Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation of an unspecified vessel, the viatrac plus balloon ruptured at 6 atmospheres during the first inflation. The device was removed without incident and there was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; therefore, device investigation could not be performed. Factors that can contribute to balloon rupture include, but are not limited to, pt anatomy, fibrotic, indurated or calcified lesions, balloon damage during manufacturing, and interactions with other products, as part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected including balloon rupture test. Based on the reported info, a conclusive root cause for the reported balloon rupture could not be determined. Review of the device lot history record did not reveal any related nonconforming material records associated with this lot.